Manufacturer narrative:
Correction: annex b: b21; annex c: c21; annex d: d16; additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative: annex a: a1801, a1006, a040502, a0401; annex b: b01; annex c: c1604, c0503, c11; annex d: d0302, d08, d15; annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu unit had a system error code 133.6090 was confirmed through a log review of the suspect pcu unit logs; however, it was not replicated during extensive laboratory testing. During the external inspection, the left (female) inter unit interface (iui) connector was found to have burnt pins 13 & 14 and corroded. All inspected parts are manufactured by bd. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. Power cycle (on and off) the suspect pcu unit twenty (20) times in the ¿as received¿ condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. Iui pin resistance the left pcu iui connector was removed to conduct a resistance test on adjacent pins to determine if a short was present. A dchu electrical safety analyzer ((B)(6)) was used to measure resistance on each pin. Each pin showed an open circuit resistance, indicating that there was no short circuit or damage to the affected pins. Additionally, and as a preventative measure, the left (female) iui connector was tested and verified using asm performed an iui connectors task, it was passed, also; no faults were found. However, the iui damaged was replaced with a known good one from the dchu laboratory for testing purposes only. The task was repeated and the result was successful a review of the suspect pcu error log was performed, and 3 error codes 133.6090.0 (main_speaker_failure) were noted from om (B)(6) 2026. (1) error code: 8:42 am, (2) error code: 11:54 am, (3) error code: 12:54 pm. It was also observed in the battery logs that the date and time related to the first error 133.6090.0 coincide with the accumulated charge in the battery of 0, and a second error with the battery accumulated at 296 units. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir (B)(4)) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error code was identified during the log review; the error is attributed to insufficient battery charge during device use. The root cause of the burned-out iui was identified, and it is attributed to fluid ingress within the iui assembly. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090 / left iui may be burnt out. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090 / left iui may be brunt out. There was no patient involvement.